Manufacturer narrative:
H3: product analysis: evaluation did not confirm the reported malfunction of the adapter getting hot since the burr cannot be locked into the attachment, as the lock/unlock twist mechanism was stuck. However, it was also noted that the tube cannot be extended nor retracted because the dial was stuck, the distal bearing was detached and some tube's laser markings were faded. G3: aware date used as date of analysis performed date as the event is reported based on evaluation findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the adapter gets hot within a minute of starting to use it. At the time of the report, there was no patient impact.